Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The software settings for the monitor were reset to factory defaults. The problem did not repeat. The system was tested and found to be working to be working as intended and placed back into service.

Event description:
It was reported that the table monitor on the system 2800 uroview would go blank after several minutes of use. Turning the monitor off and then on would reset the image which would remain for several minutes and then monitor would go blank again. The problem repeated throughout the procedure creating delay in care. There was no adverse patient involvement reported. There was no patient information reported.